Event description:
It was reported that the biomed had low flow and issue was isolated to a faulty pressure transducer. Per additional information updated from ttm on 12jun2025, biomed was calling from nicu. They were getting low flow on s/n (B)(6). The nurses already changed the pad before calling them up to assist. Currently the flow was 0.4lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 19%. Pad lot ngjvy601.had biomed check for any twist, kinks or compression in the pad tubing, and confirm it was not going over a hard surface or through a tight grommet hole. Disconnected and reconnected the pad rotating the connector 180 degrees and not holding the clamp. Flow rate was 0lpm, inlet pressure (ip) was -8.5psi. Stopped therapy. Emptied and disconnected the pad. Device gave alarm 07 (empty pad cycle not complete). Flow rat was 0lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 0%. Removed the fluid delivery line (fdl). Inlet pressure (ip) was -10.6psi, circulation pump command (cpc) and flow 0. Asked to take it to shop and they would have as tech support call them back. Asked to have nurses changed to another device. Showed biomed where to adjust the cooling duration on the new device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The device was evaluated upon receipt. Low flow issue was isolated to a faulty pressure transducer. Bypass flow was 1.6l/m @28°c, which does not pass pre calibration testing. Replaced pressure transducer. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation pump and mixing pump, replaced the evaporator outlet tube, double bend tube, heater, and manifold o-rings. The arctic sun stat was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had low flow and issue was isolated to a faulty pressure transducer. Per additional information updated from ttm on 12jun2025, biomed was calling from nicu. They were getting low flow on s/n (B)(6). The nurses already changed the pad before calling them up to assist. Currently the flow was 0.4lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 19%. Pad lot ngjvy601. Had biomed check for any twist, kinks or compression in the pad tubing, and confirm it was not going over a hard surface or through a tight grommet hole. Disconnected and reconnected the pad rotating the connector 180 degrees and not holding the clamp. Flow rate was 0lpm, inlet pressure (ip) was -8.5psi. Stopped therapy. Emptied and disconnected the pad. Device gave alarm 07 (empty pad cycle not complete). Flow rat was 0lpm, inlet pressure (ip) was -6.8psi, circulation pump command (cpc) was 0%. Removed the fluid delivery line (fdl). Inlet pressure (ip) was -10.6psi, circulation pump command (cpc) and flow 0. Asked to take it to shop and they would have as tech support call them back. Asked to have nurses changed to another device. Showed biomed where to adjust the cooling duration on the new device.